Event description:
It was observed that during the device evaluation, the camera head exhibited a failed water leak test from cable. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.